Event description:
The pt has 2 leads (from the same lot) implanted as part of this scs system. It was reported after the pt lifted a heavy object, he only feels stimulation on his left side, when his pain pattern is on his right side. Reprogramming was unable to resolve this issue. X-rays were taken and did not reveal any anomalies. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.